Event description:
Reporter indicated that following an incident in which the patient had an insulin reaction, seizure, and was tasered by law enforcement, the patient began experiencing an increase in seizure activity. All attempts for further information, and to try to assess device functionality, have been unsuccessful to date. Due to lack of information, the relationship between vns therapy and the increased seizures, cannot be determined.